Event description:
There was an allegation of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. At 09:00 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.4 inr. At 11:45 a.m. On (B)(6) 2022, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 2.4 inr. The patient's therapeutic range is 2.0 - 3.0 inr with a target value of 2.5 inr. The patient's testing frequency is daily.

Manufacturer narrative:
Initial reporter occupation:occupation is patient/consumer. Test strip lot 60941611 was received for investigation. The test strips (lot 60941611) were tested using a reference meter with a high-level control sample. Testing results (qc range = 2.4 - 3.0 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.6 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.